Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing about 188 units while customer expected about 250 units and difference was greater than 30 units, though issue had occurred on previous day and was not active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back for troubleshooting if issue occurred again with an active fill estimate, and caller acknowledged instructions, with no additional corrective actions reported.